Event description:
Per the clinic, the patient experienced a head trauma and subsequently open circuits were noted. The implanted device remains.

Manufacturer narrative:
This report is submitted on october 11, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6)2023, and the patient was re-implanted with a new cochlear device during the same surgery. Device analysis report attached. This report is submitted on march 10, 2023.